Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the message "an error in the pacemaker software has occurred" was displayed. The pt was symptomatic (near syncope). Device replacement would be scheduled electively due to device approaching elective replacement indicator.